Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG interpretation issue. There was no report of patient impact. The unit was evaluated by a philips field service engineer. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported 12-lead ECG interpretation issue. There was no report of pt impact.